Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all-inside posterior ligament reconstruction, one of the lock points broke at the superior part of the button. Due to the breakage, the system lost its ability to lock and it had to be taken apart by hand. The broken parts were retrieved from the patient. The surgeon had to redo the plasty which prolonged the surgery by 30 minutes.